Event description:
Cholecystectomy: "dr (B)(6) operated in (B)(6), using the cfb73 in a cholecystectomy procedure. The knife didn't return back to the trocar and cut off an artery. He had to open up the patient in order to stop the bleeding but she lost a lot of blood and passed away a few days later." Type of intervention: the dr had to convert to an open surgery. Patient status: death.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly and met design specifications. The root cause of your experience could not be determined as engineering was unable to replicate the incident. All shielded bladed obturators are thoroughly inspected 100% for functionality during the manufacturing process. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow up report will be sent upon completion of investigation.